Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of pannus is not known, as it is not currently possible to predict the occurrence and severity for any given patient. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by implant patient registry, approximately 2 years and 3 months following a transcatheter aortic valve replacement, the 20mm sapien 3 ultra valve was explanted and replaced with a 21mm inspiris resilia valve. Per the medical record, the patient presented with severe aortic stenosis of the prosthetic valve. Under general anesthesia, the patient had an aortic valve replacement, mitral valve replacement, explant of tavr valve, aortic root enlargement, clipping of left atrial appendage. The aorta was opened, and the leaflets were inspected. The patient had pannus formation anteriorly and posteriorly on the leaflets. There was restriction of the motion of the leaflets as well. Per surgical pathology, there are scattered scant portions of adherent membranous tissue.